Event description:
Patient implanted in 1999 in lower vermilion border. Onset of infection 10/25/1999. Patient treated 10/25/1999 with keflex. The implant was explanted 1999 and the patient was treated with dicloxacillin.